Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a concomitant atrial fibrillation ablation and watchman procedure, a versacross connect was selected for use. Prior to the procedure, a baseline effusion was noted. The transseptal was taking a little more time than usual due to patient's rotated heart but eventually it was completed. It was challenging visualizing the septum on intracardiac echocardiography (ice). When they left the lab, the patient was stable. Then, the physician proceeded on with the ablation. After the ablation, they were getting ready to swap out the non-boston scientific sheath for the watchman sheath and that's when the physician confirmed effusion. The physician ended up doing a pericardiocentesis along with calling the cardiovascular operating room (cvor) team. The patient was kept hospitalized. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.